Event description:
It was reported that the patient has deceased. The pulse generator was interrogated after the patient had deceased and loss of ventricular, capture was noted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 30.6 cm - 31.0 cm and 41.5 cm - 42.6 cm from the connector pin. The abrasions were consistent with constant friction with another implantable device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.